Manufacturer narrative:
Manufacturer's report date: 04/02/2014. (B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.

Event description:
Customer reported the tubing separated and leaked during a lipids infusion. There was no patient harm and medical intervention was not required. Although requested, no further patient/ event information was provided.